Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the left facial ID plate was fractured.

Event description:
It was reported that the left facial ID plate was fractured.

Manufacturer narrative:
Correction: b1, update: h6. The reported event is considered as confirmed as it was confirmed by a picture provided by the sales representative, showing a fractured plate matching the left bsso plate in the design proposal. It is unclear whether the patient followed post-operative care instructions, experienced trauma, or had related diseases. All components were stable upon removal, and the plate did not require replacement. The complaint analysis, conducted by the stryker design engineer, found no deviations, and the manufacturing records confirm the device was made according to specifications. As a result, the root cause of the plate breakage remains undetermined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.